Event description:
The customer left a voice message and reported that a package of disposable defibrillation electrodes used in cardiac rehab department was defective. No further information is available at this time.

Manufacturer narrative:
Physio-control is continuing to investigate the reported issue. Physio-control will submit a supplemental report on this event to the FDA.